Manufacturer narrative:
Batch record review of lot b324 was conducted. There were no non conformances associated with this lot. Lot met release requirements. Complaint lot review conducted and no additional complaints for drive tube leak were reported to date for this lot. No trends were detected. Service order (B)(4). Service engineer found the leak strip damaged and replaced it. Service engineer also performed system checkout procedure and all checked good. Repairs returned this instrument to expected operation. All required documentation was given to the customer. The assessment is based on info available at the time of the investigation neither the kit nor the smart card were returned for investigation at the time of this report. The eval of the photographs provided by reporter is still in progress. No root cause could be determined as investigation is still in progress. (B)(4).

Event description:
Customer called to report a drive tube leak that occurred during a treatment procedure. Name and function of complainant: same as reporter. The drive tube broke during purging air and the leak detected alarm went off. The customer explained that he aborted the treatment and disconnected the pt. The pt is stable. Customer stated he installed the kit and did verify the drive tube and bowl were securely installed before and after prime. No prime alarms occurred. Service order (B)(4) was dispatched to service serial number (B)(4). Customer did not return product for investigation but provided photos for eval.